Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during cataract surgery with intraocular lens implantation, the doctor implanted the lens into the eye, and noticed that there was a scratch at the optic of the lens. Hence the lens was removed and replaced with another lens during the same procedure.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the intra ocular lens (iol). A piece of iol optic returned in a lens case. Solution is dried on the iol segment. No haptics present. The iol optic segment is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "optic scratched". Only a piece of the iol optic was returned. The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).